Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional during implantation of intraocular lens (iol), the lens moves either up or down. Surgery was completed on the same day with a second injector. Additional information was received, and it stated that the event occurred with multiple lenses in the past. Lens was implanted with a different injector. There was no harm because the surgeon noticed the injector plunger pointing under the lens at a stage when the lens cartridge could be removed and a second injector could be used for implantation. When the event recurred, the injector was removed from service and the customer would like to replace it.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A company cartridge and viscoelastic were indicated with a non-qualified handpiece. The lens model/diopter was not provided. It cannot be determined if it was qualified with the indicated cartridge. The product was not returned or identified. It cannot be determined if it was qualified with the indicated cartridge. The root cause for the reported issue may be related to a failure to follow the IFU (instructions for use). A non-qualified handpiece was indicated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the surgeon noticed the injector plunger pointing under the lens at a stage when the lens cartridge could be removed. When the event recurred, the injector was removed from service. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).